Event description:
It was reported that micro ext set w/1 ss vlv tubing was occluded. The following information was provided by the initial reporter: material no: 10010983, lot no: 20055744. It was reported that there was an occlusion within the tubing sets.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review for model: 10010983, lot number: 20055744 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of flow issues - fluid blockage with lot#: 2005544 regarding item#: 10010983. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that micro ext set w/1 ss vlv tubing was occluded. The following information was provided by the initial reporter: material no.: 10010983 lot no.: 20055744 it was reported that there was an occlusion within the tubing sets.